Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy. Technical services (ts) reviewed the stored episodes and noted that the arrhythmia episodes appeared to be an sinus driven, four anti-tachycardia pacing (atp) bursts and eight shocks for a possible atrial fibrillation (af) with rapid ventricular response (rvr). No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.